Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07065. Additional information indicated that surgical intervention was undertaken on (B)(6) 2024 wherein the drg system was explanted, except for the drg lead which was cut and left in place (see related manufacturer reference number: 1627487-2024-07065). A new scs system was implanted, and therapy was restored post-op.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing ineffective stimulation. The rep met with the patient and reprogrammed their drg system. The patient had their drg system removed. One drg lead was cut and left inside the patient. An scs eterna system was implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2023; however, the product was unable to be revised. Additional surgical intervention may be pending to address this issue.

Event description:
It was reported that effective therapy was never established. Reprogramming was attempted by an abbott representative to no avail. It was noted that the physician decided to place implant the perm lead at a location that was different than the trial. No accidents/falls/trauma were reported, and lead diagnostics showed that all impedances are okay. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.